Event description:
Surgeon concern with da vinci stapler 60 white loads (ref# 48360w, lot #k10240215, expiration 02/28/2026). Surgeon stated she had a "concern for staple formation abnormality." Deployed staples were left in place with area over sewn by surgeon. All reloads with affected lot numbers were removed from the shelf and taken out of use for return to vendor.